Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (check therapy electrode, adjust belt messages) has been confirmed. Upon investigation the electrode belt failed a therapy electrode recognition test. The cause for the failure was isolated to an open pulse wire in the trunk cable. The root cause for the open wire was excessive force. No adverse event resulted from the open pulse wire. Device evaluation of monitor sn (B)(4) has been completed. The reported problem (discharge profile faults) has been confirmed. Upon investigation the monitor failed a pulse test and displayed a service code 102 (charge profile fault). The cause for the failure was isolated to an open r45 resistor on the computer/analog board. The root cause for the open r45 resistor could not be positively identified. Mfg date: monitor sn (B)(4) - 11/20/2014. Belt sn (B)(4) - 7/27/2016.

Event description:
A us distributor reported that a patient was experiencing check therapy electrode messages. Additionally, it was reported that the patient's monitor was experiencing discharge faults.